Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had green drainage from the white power cable on the heartmate 3 system controller. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of fluid ingress was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 6 days ((B)(6) 2022 per timestamp). Events captured on (B)(6) 2022 took place in the testing labs at abbott. The driveline was disconnected on (B)(6) 2022 at 13:24:21 and the controller was shut off at 13:25:24. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and passed. The controller was able to function as intended. The power cables were cut open to inspect the extent of the fluid ingress. Fluid ingress was found throughout the power cables and into the controller. No wire damage was found. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the controllers and equipment do not get wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.